Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Customer consumed carbohydrates to address bg. The customer declined to perform a pump upload in order to verify the allegation via a pump data log review. The customer reverted to an alternate method of insulin therapy.